Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited a cassette not attached alarm and had bubbled downstream occlusion sensor seal. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device analysis: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was able to be duplicated, downstream occlusion (dso) seal was noted to be damaged/degradation or bubbled, and cassette not attached error alarm was duplicated / verified during testing. Dso sensor was noted to be inoperable. Service will replace dso sensor seal and dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.